Event description:
Related manufacturer reference number: 2017865-2022-04801. New information received notes that the programming interventions were made. The clinician also stated that the right atrial (ra) lead exhibited noise and elevated capture threshold. However, it was unclear if the issue was noted prior to device upgrade on (B)(6) 2021. Further information regarding the ra lead was requested but not received. The patient was asymptomatic.

Event description:
It was reported that the patient presented for a follow up. The patient's implantable cardiac defibrillator exhibited far r-wave oversensing, inappropriate automated mode switch and loss of synchrony. There were no interventions. The patient was asymptomatic.